Event description:
It was reported that the patient's inflatable penile prosthesis cylinders had crossed over and needed revision. The 18 cm cx cylinders were replaced with 21 cm cx cylinders. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.